Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor needle was bent and retracted inside of the sensor base. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor that was not communicating with the transmitter. Customer stated that when he removed the sensor, he noticed that it did not have a cannula. Blood glucose level at the time of the incident was 236 mg/dl. The customer also reported that he was having difficulty getting the sensor to be released from the serter. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.